Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8305860. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that a "small gap" was found in the bd intima-ii¿ closed IV catheter system tubing during use when drawing out saline and flushing it. The device was being used on a patient admitted to the hospital for "bronchopneumonia". The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to our hospital at 8:40 am on (B)(6)2020 due to fever, cough, runny nose and other symptoms. After CT examination, the doctor initially diagnosed bronchopneumonia. According to the doctor's advice, patients were treated with intravenous infusion by indwelling needle puncture at 9:30 am. At 16:00, the intravenous infusion was completed, the tube was sealed with saline and the clamp was closed. At 9:20 on (B)(6) , I prepared to give intravenous fluids to the children. I used a 2.5ml syringe to draw out normal saline and flush the tube. If a small gap is found in the trocar at the clamp, a new indwelling needle shall be replaced immediately"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "small gap" was found in the bd intima-ii¿ closed IV catheter system tubing during use when drawing out saline and flushing it. The device was being used on a patient admitted to the hospital for "bronchopneumonia". The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to our hospital at 8:40 am on (B)(6) 2020 due to fever, cough, runny nose and other symptoms. After CT examination, the doctor initially diagnosed bronchopneumonia. According to the doctor's advice, patients were treated with intravenous infusion by indwelling needle puncture at 9:30 am. At 16:00, the intravenous infusion was completed, the tube was sealed with saline and the clamp was closed. At 9:20 on (B)(6), I prepared to give intravenous fluids to the children. I used a 2.5ml syringe to draw out normal saline and flush the tube. If a small gap is found in the trocar at the clamp, a new indwelling needle shall be replaced immediately".